Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent abdominal aortic replacement using a surgical graft to treat an abdominal aortic aneurysm. Along with the replacement, the bypass procedure was performed between the bilateral iliac arteries and the branch vessels of the abdominal aorta (superior mesenteric artery, inferior mesenteric artery, renal arteries). On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using gore® tag® thoracic endoprosthesis. A stent graft ((B)(4)) was deployed just below the left subclavian artery, and a distal type I endoleak was revealed after implantation. Another procedure to implant additional stent grafts had been planned to be performed later, so that any reintervention was taken at this time, and the procedure was concluded. On (B)(6) 2010, the patient underwent another endovascular repair to implant additional stent grafts. After a non-gore stent graft was deployed proximal to the surgical graft, the first stent graft ((B)(6)) was implanted distally, and the other ((B)(6)) proximally. An endoleak (type unknown) was revealed around the distal stent graft, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. On (B)(6) 2010, the patient was discharged of the hospital with the endoleak still remaining. The aneurysmal diameter was 70mm. On (B)(6) 2011, the patient was implanted with an additional stent graft ((B)(4)) to treat the endoleak. On (B)(6) 2011, in six-month follow-up study, it was revealed that the endoleak (type unknown) had persisted. The aneurysmal diameter had been unchanged (70mm). A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, in one-year follow-up study, the endoleak had still persisted with the aneurysmal diameter remaining unchanged. The wait-and-watch approach to the unknown endoleak had been continued. Regarding the endoleak (type unknown), it was reported that the distal type I endoleak may have occurred around the joint area between the surgical graft and a non-gore cuff. However, it is also possible that the endoleak is a type iii in the joint area between the (B)(4) and a non-gore cuff, and it is unknown which type the endoleak is.